Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-atrial (ra) lead exhibited oversensing of noise leading to inappropriate automatic mode switch and pacing inhibition. No resolution was performed. The patient was symptomatic, but condition was stable.